Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the alleged event. Information received indicates product was being used in combination with another manufacturers products. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..." "...compatibility: do not use armada spinal system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instrument (reference surgical technique)..." No product returned for evaluation.

Event description:
On (B)(6) 2014, a patient underwent an extreme lateral interbody fusion procedure at l2-l4 levels and posterior fixation at t10-iliac levels. Vertebral body replacement was also conducted at l1 level using another manufacturers cage. On (B)(6) 2018, compression fracture at t10 level and rod fracture at l1 level was detected. A revision procedure was performed on (B)(6) 2018, to replace the rods to extend the construct to t6 and perform pedicle substraction osteotomy at l3 level. Patient is reported to be doing well post revision procedure.